Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened down button dome switch. However, the insulin pump passed the functional tests. The device was also received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 390 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.